Event description:
During cardiac bypass surgery, the air-oxygen blender failed to deliver the prescribed oxygen amount. It would not delivery more than 21% oxygen, despite being dialed as high as 100%. The surgical case was just beginning and the pt's oxygen saturation dropped to 78%, and the pt was not completely on bypass. There was no backup piece of equipment readily available, which is a systems problem that has been corrected. The case was completed and the pt suffered no ill-effects. This was a near miss situation.